Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their reservoir. The customer states they had air bubbles. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted and the customer states they were not able to get it out, but were able to get it right with second reservoir. The customer is being sent replacement reservoir.

Manufacturer narrative:
A complete analysis and testing of two opened and used reservoirs showed that they functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.